Event description:
It was reported that there was a loss of therapeutic effect. The display showed a ¿call your doctor¿ icon, power on reset (por) condition. It was noted that when they charged it said por and it started the other day. The patient did not feel stimulation but only turns it on when it was needed. The patient was in a lot of pain and had an appointment on the (B)(6). The patient had been in a lot of pain for about two weeks. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).